Event description:
It was reported that there was a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue. Technical support instructed the customer to clean the pneumatic tap area of the pump and guided them through filling and loading a new cartridge using the correct method. With these steps, the issue was resolved, and the customer successfully resumed using the pump.